Event description:
It was reported that during homing, the drill failed to home. The device was recalibrated but the drill still would not home. The handpiece was replaced and the case was started. The device was not being used with a patient during the event. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual inspection confirmed that the drill guide support at the end of the handpiece was significantly bent. This would have led to the reported homing errors. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.